Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported by (B)(6) that during service and evaluation, it was observed that the handpiece device thread saw coupling was stripped, and defective. It was also noted that the saw blade screw threads were worn out, and the interiors were dirty. It was further noted that the device failed pre-repair diagnostic tests for saw blade coupling assessment, saw head's locking mechanism assessment, and performance. It was noted in the service order that the device ¿suddenly stuck when used in the middle of the surgery¿ when being used with the lid device. It was not reported if there were any delays to the surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.